Event description:
It was reported that prior to use on a patient , the nurse found the package had a pin-hole. A new device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The package was flattened out and was very wrinkled. There was a hole in the foil at a severely crushed area. The foil looks like it was damaged from the inside out. Given the condition of the package, it cannot be determined when or how this damage occurred. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.